Event description:
It was reported that the healthcare professional (hcp) requested review of a ventricular episode in which this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp). Upon review, boston scientific technical services (ts) discussed the patient experienced some premature ventricular contractions (pvc) which were functional undersensed and ventricular pacing on a potential t wave that the physician believed could be proarrhythmic. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.